Event description:
Customer reported a malfunction alarm with code malf 12 on the pump, which occurred at least three times. There was no adverse impact on the customer¿s blood glucose level, as values did not exceed 500 mg/dl. The pump was under warranty, and technical support decided to replace it. Customer was instructed to use a multiple daily injection (mdi) as backup therapy to ensure insulin delivery was not interrupted. Technical support confirmed the shipping address and guided the customer to put the pump into storage mode before returning it, using a pre-paid label within ten days.